Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 54 mg/dl. The customer experienced no symptoms at the time of the event. The customer did not state how they treated the low blood glucose. The customer reported having issues with the reservoir leading to the low blood glucose that included reservoir damage, air bubble anomaly and infusion set issues. Troubleshooting was provided for the reservoir. The issues were not resolved. The insulin pump will not return for analysis.